Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer's blood glucose level was 464 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.